Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The instructions for use for the reported device state "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the guide wire became detached. The target lesion was 90% stenosed and located in the proximal postero-lateral branch of the circumflex. The lesion was treated using three passes with the oad on low speed during treatment, the oad was operated closely to the guide wire spring tip and the tip became detached. The wire fragment was snared and removed and the patient was in stable condition following the procedure.